Event description:
While attempting to defibrillate male patient the device failed to discharge. The clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.